Manufacturer narrative:
(B)(4).

Event description:
The customer complained of discrepant results for 1 patient tested for ise indirect na and ci for gen.2 on a cobas 6000 c (501) module. The initial sodium result was 120 mmol/l with a data flag. The repeat sodium result from another analyzer was 131 mmol/l. The initial chloride result was 110 mmol/l. The repeat chloride result from another analyzer was 88 mmol/l. The erroneous results were not reported outside of the laboratory. The customer deemed the repeat results to be correct. The sodium and chloride electrode lot and expiration date information was requested but was not provided. The samples were aliquoted by a modular pre-analytics system. The field engineering specialist found a hole in the rinse tubing that was causing occasional drips into the reaction cuvettes. He replaced the syringe seals, rinse tubing, ion selective electrode (ise) pinch valve tube, ise sipper tube, ise sipper, and the ise and reference electrodes. He also cleaned and flushed the sample probe and ise bath. Precision testing was done with acceptable results. Customer ran calibration and qc with acceptable results. Further investigation determined the issue was resolved by the service visit. Trending was performed for similar events in the past 90 days and no abnormal trend was identified. No similar events occurred for this customer in previous the 12 months.

Manufacturer narrative:
The customer stated that there have been no further issues.